Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate pain relief and there were high impedance readings on several contacts of the lead. Therefore, the patient underwent a lead revision procedure during which the lead was explanted and replaced. The patient regained adequate pain relief postoperatively. The explanted lead will not be returned as it was not kept by the medical facility.